Event description:
Info received indicates the brake will not hold.

Manufacturer narrative:
The tech found that the brake caster had been replaced with a steer caster. The tech replaced with the appropriate casters and adjusted the casters to repair the bed.